Event description:
A malfunction alarm with code malf 12 was reported by the customer, indicating a technical issue with the device. There was no adverse impact to the customer's blood glucose level as it did not exceed a critical threshold. Technical support provided instructions to reset the pump, and the customer successfully reset it without recurrence of the issue. The customer was advised to continue using the pump and to reach out again should the malfunction reappear, which they acknowledged and understood.